Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is making a claim for an adverse patient outcome against the bard/davol ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the massive hernia sac was carefully dissected and resected. A ventrio mesh was placed by using sutures.¿ (B)(6) 2013 - patient was diagnosed with pain, infection of abdominal wound thereby underwent exploration of incision, drainage and irrigation with removal of foreign body. (B)(6) 2014 - patient visited hospital for pain and had large area of cellulitis on the right side of abdomen. Attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain and emotional injuries. It was also alleged that patient had chronic non-healing abdominal wound.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of ventrio mesh, patient was diagnosed with infection, cellulitis, pain. The instructions-for-use supplied with the device lists infection and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, b2, b3, b4, b5, b7, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned